Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Root cause attributed to the patient's anatomy. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total shoulder arthroplasty on an unknown date approximately three years ago. Subsequently, the patient was revised on (B)(6) 2016 due to rotator cuff failure. The head, taper, glenoid, and glenoid post were removed and the patient was converted to a reverse. No further information is available at this time.